Event description:
Procedure: whipple. According to the reporter: the device would not open once it was on tissue, it locked on tissue. The surgeon transected tissue around the outside of the stapler in order to remove it. A new load opened to continue on with the case. The pt was reported as stable.

Manufacturer narrative:
(B)(4).